Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that a cartridge change error occurred. Reportedly, the cartridge may not have been "pushed in" all the way, although unable to confirm. A new cartridge was loaded to resolve both issues. Customer¿s blood glucose level was 278 mg/dl.